Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the prime test as a result of a loose motor support disk. However, the motor was tested outside the device and passed the test. The device was received with missing end cap sticker.